Event description:
It was reported that the patient recently had a pump replacement for normal battery depletion. At the time of the pump replacement they could not aspirate the catheter. A new portion of catheter was implanted at that time and the new pump was turned down. Additional information was requested to clarify event details including patient symptoms as no patient symptoms were reported. This device system delivered morphine, fentanyl, and bupivacaine. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from a healthcare provider (hcp). On (B)(6) 2015, the proximal pump segment of the catheter was revised. No catheter segments were left in the intrathecal space. ¿the catheter issue was during surgery on (B)(6) 2015. A new sutureless pump connector revision kit was used.¿

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the inability to aspirate the catheter during surgery was unknown.

Event description:
Additional information received reported the patient never underwent an additional revision surgery. The issue had resolved itself by 2015-(B)(6). The catheter was never replaced. The healthcare provider (hcp) was not able to perform the surgery with the patient in the prone position due to a very large stomach hernia that the patient had decided not to treat/fix. As a result the doctor was unable to get the patient at an angle to replace the catheter. As a result he left it in and waited to see if the issue resolved itself. No catheter was explanted or added. The only thing added was a connector from an 8578 kit. If additional information is received, a follow-up report will be sent.